Event description:
While attempting to monitor a pt, (age & gender unk) the device powered up without display. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.